Manufacturer narrative:
Covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that the ht70 plus ventilator had a display issue. There was no patient involvement reported in this event.